Event description:
Follow up with the physician found that the patient did no have an infection. The patient had slow healing of the implant incision. The patient had a post op appointment on (B)(6) 2013 and the wound healed well and "looked great". No patient manipulation or trauma contributed to the event. No cultures were taken as there was no infection. No causal or contributory medication changes preceded the onset of the event. No interventions were taken or planned.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was reported that the patient was seen on (B)(6) 2013 for her first dosing appointment after implant. At the appointment it was found that the patient had an infection on the neck and under the arm where she was implanted. It is possible that there was some picking at these sites and the wounds were still open. The patient was treated with antibiotics. Attempts were made for additional information; however, no additional information has been provided.